Event description:
It was reported that an insulin gauge displayed an amount different than expected, with the pump previously showing a fill estimate of zero units instead of the customer's expected 200 units. There was no adverse impact to the customer's blood glucose level. The customer did not resolve the issue independently, and the pump was set to be replaced due to the malfunction. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.